Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that the syringe safety 5ml ll 22x1 an curitiba plunger was difficult to push during use and wouldn't release all the medication. The consumer reportedly had a "wrist disease", and the attempts caused "injury" to them. The following information was provided by the initial reporter, translated from (B)(6) to english: "professional reports that every time she is going to apply with the 5ml syringe, she has to work hard to release the medication. Not all the medicine comes out and ends up losing what is in the syringe. She also said that she gets injured because she has a wrist disease."